Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v649732, implanted: (B)(6) 2014, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# v851427, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# v649732, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) and the lead were used past the expiration date.